Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during subcutaneous translocation of right ulnar nerve and right elbow arthroplasty, radial nerve was damaged. It was assumed that misuse might be the root cause.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on the event description, misuse was assumed to be the root cause. Per risk documentation this condition may be caused by: excessive force applied by user; inadequate window profile; excessive vibration; surgeons setting above the recommended settings and/or; incorrect rfid tag. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during subcutaneous translocation of right ulnar nerve and right elbow arthroplasty, radial nerve was damaged. It was assumed that misuse might be the root cause.